Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product history review and product evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Evaluation summary: the reported blood leakage from the sheath valve was confirmed through evaluation of the returned device as leakage from the sheath's trailing end of the valve assembly during pressurization. The sheath valve was deconstructed and the dsf film tube released from the assembly; a region of densification was identified and there was evidence of collar infolding. The root cause for the confirmed leakage could not be established with the available information.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for abdominal aortic aneurysm using the gore® dryseal flex introducer sheath. During the procedure, blood leakage was observed from the device. Although valve expansion was performed, the leakage persisted. The device was replaced with an alternative product to continue the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.